Event description:
It was reported that (3) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the dh010 hooks had no function after 20 seconds. Another device was used to complete the case. There was no consequence to the pt.